Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a starclose se device after a right and left heart diagnostic catheterization. Reportedly, 5 days after the procedure the patient complained of redness, rash and itching at the target groin. The patient reported an allergy to nickel. The patient would not go to the see the physician after being asked to come to the physician's office. The patient did not report nickel allergy prior to the procedure. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation and there was no reported device malfunction. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.